Manufacturer narrative:
Product is not expected to return as it remains in service.

Event description:
It was reported that the longevity of this implantable pacemaker was lower than expected during follow up and the customer wanted to confirm if there was premature battery depletion. Data analysis revealed that the pacemaker was depleting prematurely. A safe replacement interval calculation was completed. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Product was returned. At this point, product analysis has not yet been performed for this device. Patient code 3191 captures the reportable event of surgery. Subsequently, product analysis was performed on this device. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific has issued a field safety notice regarding a subset of pacemakers in the accolade product family that has an elevated potential of exhibiting this behavior. This particular device was not included in the hydrogen induced premature depletion advisory population. However, this capacitor behavior can still occur in non-advisory devices.

Event description:
It was reported that the longevity of this implantable pacemaker was lower than expected during follow up and the customer wanted to confirm if there was premature battery depletion. Data analysis revealed that the pacemaker was depleting prematurely. A safe replacement interval calculation was completed. This device was explanted and replaced. No additional adverse patient effects were reported. The product was returned and analyzed.

Manufacturer narrative:
Product was returned. At this point, product analysis has not yet been performed for this device. Patient code 3191 captures the reportable event of surgery.

Event description:
It was reported that the longevity of this implantable pacemaker was lower than expected during follow up and the customer wanted to confirm if there was premature battery depletion. Data analysis revealed that the pacemaker was depleting prematurely. A safe replacement interval calculation was completed. This device was explanted and replaced. No additional adverse patient effects were reported. The product was returned and it is waiting for product analysis.